Event description:
It was reported that the asymptomatic patient presented to the clinic for a follow up. Upon interrogation, the pulse generator exhibited a premature elective replacement indicator (eri). The patient had undergone radiation therapy. An eri reset was performed which successfully restored the device. The patient would continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.